Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) changeout for recommended replacement time (rrt), the setscrew was unable to be screwed out on the right ventricular (rv) and left ventricular (lv) ports. The physician had to cut off the header and screw in order to release the leads. The device was replaced with a new one. No patient complications have been reported as a result of this event.